Event description:
This notification is being reviewed due to a user of a dreamstation CPAP pro device with an allegation (s) of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam particles were observed within the device assembly. The device was scrapped.